Event description:
It was reported that a minicap sponge did not appear to have enough iodine. It was stated that the sponge was in a lighter brown color. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: 10/22/2014 - 10/30/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A CAPA currently exists to address this issue. Should additional relevant information become available, a supplemental report will be submitted.